Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone the presence of air bubbles in the tubing and reservoir. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that approximate size of air bubbles was smaller than a pea size and others are bigger. Customer stated they did not allow for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for the analysis.